Event description:
The patient reports that she had the realize band implanted in (B)(6) 2010. The patient began experiencing problems the beginning of 2012. The patient states the band was too tight. The exact number of fills is unknown. The patient began to have issues with the band and was experiencing vomiting. In (B)(6) of 2012, the patient was diagnosis with an ulcerated esophagus from the vomiting. At that time the doctor removed 7cc of fluid from the band. Upon removal, the patient did experience some relief as a result. The band was deflated for four weeks to allow the esophagus to heal. After the four weeks, 1cc - 5cc was placed back in the band. After the fills, the patient began to have the same issue of vomiting. The patient has been advised a revision is needed to correct the migration of the band. The band remains implanted.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. Device remains implanted.